Event description:
Medtronic received information via the patient's spouse that the patient passed away five days post-implant of this bioprosthetic valve while undergoing surgery. A cause of death was not provided, and device involvement was not reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Neither autopsy nor explant was performed. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding this event have been unsuccessful. The device has not been returned for analysis. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that this patient expired five days post-implant after undergoing multiple surgeries for bowel ischemia, including bowel resection and a total colectomy due to colon ischemic infarction. It was reported that this patient tolerated the implant procedure well. The patient's relevant medical history includes coronary artery disease and severe stenosis of the non-dominant right coronary artery.